Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced adhesions, wound dehiscence, recurrence, and mesh migration. Post-operative patient treatment included revision surgery, laparotomy exploratory, complete separation of midline rectus with separation of progrip mesh from left lateral rectus, recurrence repair, bilateral myofascial release, lysis of adhesions (additional lysis of adhesions was performed as the transverse colon was densely adherent to the prior placed mesh in the left upper quadrant), and removal of mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced adhesions and mesh migration. Post-operative patient treatment included revision surgery, laparotomy exploratory, lysis of adhesions (additional lysis of adhesions was performed as the transverse colon was densely adherent to the prior placed mesh in the left upper quadrant), and removal of mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced dense adhesions. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a open ventral hernia with mesh. She had revision surgery 1 year and 5 months post-surgery. The patient experienced dense adhesions. Prior ventral and incisional hernia repair recurrence.